Event description:
The customer reported approximately 250 milliliters of blood and diluent leaked around the volume, conductivity, scatter (vcs) module and onto the counter involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the restrictor tubing, from the backwash tank to solenoid #18, was leaking fluid. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the restrictor tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).